Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the following reported event of a 1a endoleak due to the poor quality / contrast of medical imaging received. The most likely cause of this event is user related due to the off label aortic diameter. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft. Approximately two (2) years post initial implant, a type 1a endoleak was discovered during a routine follow up. A secondary procedure was completed. The physician elected to implant a cuff (suprarenal stent graft extension) to resolved this endoleak. The patient was reported to be in stable condition post secondary procedure.